Manufacturer narrative:
Upon further investigation, the issue was discovered during performance verification testing. Therefore, this complaint no longer meets reportability requirements. The service engineer replaced the touchscreen, and the issue was resolved.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the touchscreen of the ventilator is not functioning. The device was not in use at the time of the event. It was reported that calibration was completed however it did not resolve the issue. The investigation is ongoing.